Manufacturer narrative:
Method/results: no product will be returned for evaluation.

Event description:
On (B)(6) 2010, while requesting assistance programming a quick bolus, patient reported he saw a bubble in his insulin cartridge. Patient stated he felt confident he could remove the bubble and that the infusion device would not occlude. Patient declined further troubleshooting. Patient declined to provide any additional information. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.